Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, and excessive no delivery alarm test. No motor error alarm was noted. And the motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was unknown. The customer stated they did not drop or bump the insulin pump. Customer did not expose the insulin pump to a high magnetic field. Customer also reported the plunger stopped working. The insulin pump will be returned for analysis and replaced.